Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube. No additional details on patient status available at this time. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Test results of the system showed that the system is operating within specifications. The results from evaluation of the case recordings show that the root cause is CT-to-body divergence. The cause of the CT to body divergence is unknown therefore no conclusion can be drawn.

Manufacturer narrative:
(B)(4): a component of the superdimension system was returned but the evaluation is not complete to date. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.